Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in-house testing, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The review of historical performance of reagent lot 79018ud01, was completed and showed a higher complaint activity than expected, but trending review determined there were no trends for the issue for this product a review of the device history record did not identify any nonconformances or deviations with the complaint lot. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median value for lot 79018ud01 is within the established limits and comparable to the historical reagent lot performance. Accuracy testing on alinity I stat high sensitive troponin-I, lot 79018ud00 was performed (lot 79018ud00 and 79018ud01 contain the same bulk material). All validity and acceptance criteria have been met, indicating that the lot is performing acceptably. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitive troponin-I reagent lot 79018ud01 was identified.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for one 35-year-old male patient. The sample was repeated with lower results. The following data was provided: initial result = 0.025 ng/ml. Repeat result = 0.005 ng/ml. Sample was slightly lipemic. Customer centrifuged again result = 0.005 ng/ml. Repeated again = 0.004 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21, alinity I stat high sensitivity troponin-I, with 510k number k202525.

Event description:
The customer observed false positive alinity I stat highly sensitive troponin-I results for one 35 year old male patient. The sample was repeated with lower results. The following data was provided: initial result = 0.025 ng/ml repeat result = 0.005 ng/ml sample was slightly lipemic customer centrifuged again result = 0.005 ng/ml repeated again = 0.004 ng/ml no impact to patient management was reported.